Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a hybritech prostate-specific antigen (hyb-psa) result within the normal reference range for one (1) patient. This result was discordant to another methodology. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Hyb-psa qc was passing within the customer's established ranges. Specific qc data has not been supplied to date. A routine system check results were "good". The date of the system check was not supplied. Customer sent sample to customer product line support (cpls) east for additional testing. The cpls east testing did not identify any sample interferents. A definitive root cause has not been determined to date for this event.